Event description:
It was reported that pump began burning or melting while charging and caused damage to tandem charging cable, and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.